Manufacturer narrative:
This event is reported conservatively due to only reported information being that there was "non-deployment" with no clarification whether this was failure of the device to be delivered or a non-detachment issue. A separate report will be submitted for the second coil. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that 2 concerto coils did not deploy from the catheter. The concerto coil and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
H3: product analysis #(B)(4):equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5 drawing(s) referenced: n/a as found condition: the concerto coil was returned for analysis within a shipping box; within a sealed shipping pouch; within an opened concerto outer carton; within an opened concerto inner pouch and within an introducer sheath. The unknown micro catheter used in the event was not returned for analysis. A second concerto was also returned and will be addressed in pli-20. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The concerto pusher was found bent at ~84.5cm from the proximal end. The concerto implant coil was found damaged within the introducer sheath. Partially coagulated blood was found within the introducer sheath and on the concerto device. Testing/analysis: the concerto coil could not be advanced out of the introducer sheath as it was found to be stuck. The concerto coil could not be used for resistance testing due to the damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found is consistent with resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damage to the micro catheter, incompatible micro catheter, or tortuous anatomy. Customer only reported devices were prepared per IFU. Therefore, the root cause could not be determined. The returned concerto implant coil was found damaged, and the pusher was found bent. Customer reported no issues and no resistance within the introducer sheath during preparation per IFU; therefore, it is possible the damages occurred during the attempt to push the coil into the micro catheter against the reported resistance. The blood found within the introducer sheath could have potentially contributed towards the resistance. It is possible that insufficient continuous flush was used during the procedure, causing the blood to backflow up the micro catheter and into the introducer sheath. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information indicates a reportable event.